Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4).

Event description:
(B)(6) study. It was reported that death occurred. In (B)(6) 2017 clinical status assessment indicated the subject's qualifying condition as unstable angina (braunwald classification: iiia) and was further referred for cardiac catheterization. The index procedure was performed the same day. The target lesion was located in mid left anterior descending artery (lad) with 80% stenosis and was 25.0 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and placement of a 3.00 x 38 mm study stent following which residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy the next day. In (B)(6) 2018, the site attempted to contact the subject for 1 year follow-up and became aware the subject died on (B)(6) 2017, 220 days post index procedure. The cause of death is ¿acute on chronic kidney failure¿. It is unknown if autopsy was performed. The death was adjudicated as cardiac death.